Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-oct-2016, an fse visited the customer to address the reported event. During servicing, fse found the controls were not on the mean but within the range. Fse recalibrated with a different lot and the results were in range. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was lot 7045 controls.

Event description:
On (B)(6) 2016, a customer reported that they were getting controls that were consistently below the mean with their g8 analyzer. The customer had not been able to troubleshoot the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.